Manufacturer narrative:
Follow up information was received which clarified the cause of the peritonitis event. The peritoneal dialysis (pd) patient had developed a urinary tract infection (uti) and constipation which resulted to peritonitis manifested by cloudy effluent. The baxter pd devices are no longer suspect products for this event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and the patient began treatment for the peritonitis with injection (inj.) Vancomycin, 1 gram, and inj. Amikacin, 500 mg (frequencies and routes of administration were not reported). The outcome of the peritonitis was unknown. It was not reported whether dianeal therapy was ongoing. No additional information is available.